Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause was the cap piercer assembly. Fse replaced the cap piercer assembly and issue was resolved. (B)(4).

Event description:
The customer reported the unicel dxc 600 pro synchron system had liquid on top of sample tube caps. Customer reported the leak was about 50 cc and contained to the instrument. Customer also reported having multiple cc and mc sample obstruction errors. Customer also reported the wash concentrate reagent bottle was empty. No erroneous results generated. Customer was wearing ppe including lab coat, eyewear, and gloves.